Event description:
Information received by medtronic indicated that the insulin pump had possible under delivery anomaly. The customer stated that pump does not deliver correction boluses during the night and during the day the correction boluses was delivered correctly but during the night the glycaemia had risen to 200 and the pump had not carried out corrective boluses. No harm requiring medical intervention was reported. The insulin pump will not be returned for further analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.